Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" error messages generated from the cell-dyn sapphire hematology analyzer. The customer stated it was necessary to replace the hemoglobin syringe twice. The first syringe generated the error immediately and the customer replaced it. The second syringe worked only a few days, however, the syringe leaked and it was replaced again. The replacement syringe generated the error message and the syringe was replaced again. No further "fail to home" error messages were generated after the last replacement. Additionally, the customer stated all quality controls were within range and issue was resolved. The customer reported there was no impact to pt mgmt.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.